Event description:
It was reported that the vent's screen going black and the alarm lights were blinking. In the logs found multiple cfb errors that indicate an epc crash. The unit was on patient when issue occurred, the ventilator was replaced right away when the blinking light and alarm occurred.

Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) #: unable to determine entire UDI# as information was not provided. H3: 81 others: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Technical service reviewed the logs and confirmed a cfb error where the main board must be replaced.

Event description:
Additional information received indicates that the customer sent logfiles for further investigation.